Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in multiple untreated episodes. Device data was sent to rhythmcare for review. Data review determined there was observed low amplitudes. This device was subsequently explanted. No additional adverse patient effects were reported.